Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawers failure and unable to recover. The field service engineer successfully addressed the problem by re-seating the row board cable on the 622 board. Subsequently, they accessed the hardware test application to confirm that all cubes were functioning properly. This work is recorded in work order (B)(4). The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system 2 drawers failed and unable to recover. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.